Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the concentric lesion was located in the proximal left anterior descending (lad) to the 1st diagonal, which was not tortuous or calcified. The vessel diameter was 3.5 mm. The xience v 3.0 x 23 was deployed at the lesion without a problem. Then, the xience v 3.5 x 18 was deployed at the proximal side of first stent and was overlapping by 1 mm. However, the stent delivery system ruptured at 9 atms. A dilatation balloon catheter was used to post dilate the stent implant. Reportedly, there was no pt injury. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A f/u report will be submitted with any additional relevant info.